Event description:
A customer reported that when the foot pedal was pressed for the reflux mode, a system message displayed and the reflux mode did not work during a vitrectomy procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The surgery was completed using the same system. After surgery the system was tested and the system messages reported were produced while in either micro pulse or proportional modes respectively. The customer reported that reflux functioned in subsequent procedures. The 23g vitrectomy probe was disposed of after the case. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).